Event description:
It was reported to philips that the heartstart mrx defibrillator would not pass the charge portion of the operations check test. There was no pt involvement.

Manufacturer narrative:
(B)(4).